Event description:
Caller reported damage to the pump housing surrounding the usb port, affecting the ability to charge the pump, though it did not result in the pump shutting down. It was noted that there was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent and provided instructions on how to manage the existing pump, ensuring a seamless transition. The issue was resolved with no further action needed.